Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV diagnosed by ultrasound. Biopsy performed. Device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV diagnosed by ultrasound. Biopsy performed. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV diagnosed by ultrasound. Biopsy performed. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued e1 (address line 1): dr. (B)(6). Continued h.6 (health effect - impact code): f2203 -imaging required. Continued h.6 (health effect - impact code): f15 - recognised device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.